Event description:
It was reported that, after a second-stage re-implantation for right knee, the tibial component (legion revision tibial base size 5 rt) failed. A revision surgery was required. No additional details on the tibial component failure mode were provided. It is unknown the current health status of the patient.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to a failed tibial component. It was communicated that the ¿component subsided¿ as there was ¿failure at the cement/tibial underside interface¿. The provided 2nd-stage operative report was reviewed; however, it did not provide insight into the reported tibial component failure/¿subsidence¿ approximately 7 years later. Without the requested x-rays, trauma history and revision documentation, the root cause of the reported event could not be concluded. The patient impact beyond the reported component failure, revision, and an anticipated post-op recovery phase could not be determined. No further assessment can be rendered at this time. Should clinically relevant documentation/information and/or product evaluation findings become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.